Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer went to the emergency room by ambulance in the evening and then released the next day. The customer was then transported to the emergency room again with a high glucose of 1900mg/dl. The customer was unconscious upon his arrival and went into a diabetic coma. The caller stated that the customer came out of the diabetic coma about three weeks ago, and currently he is a rehabilitation center. The sister mentioned that when the customer fell out of bed, his pump fell, and she noticed a crack on the insulin pump. Advised the caller that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.